Event description:
Pt reported the infusion device "doesn't work very well" and does not signal the correct the alert/error messages. Her blood glucose was elevated 10 days ago, and she changed all of the accessories but this did not resolve the issue. This happened again a second time, and she called to report her concern on (B)(6) 2012. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.